Manufacturer narrative:
A medtronic representative reported that the surgeon alleged that the inaccuracy was approximately 2mm.

Manufacturer narrative:
On 10/19/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy occurred on soft tissue with the long suction. The surgeon deemed being accurate on bone with the 90 degree suction. This occurred after the surgeon had been working for awhile. There was no delay of therapy and the surgeon continued navigating since she was accurate on bone. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.